Event description:
It was reported that the plate broke. Patient was revised.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report.